Event description:
Nurse reported customer being hospitalized due to low blood glucose levels. Customer was sleeping and could not move. Troubleshooting was performed, nurse was unable to read display, pump returned for analysis.